Event description:
It was reported there was failure of the right ventricular (rv) lead; the lead displayed high impedance and high threshold. There was not a visible fracture on a chest x-ray. Re-programming was performed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event. High impedance primary diagnosis: failure of rv lead description: rv impedance >3000 ohm unipolar; rv treshold 7.5v/1.5ms diagnostic tests and procedures: - chest x-ray; (B)(6) 2015; no fracture visible - other; 24h ECG; (B)(6) 2015; aai pacing other actions: system modification; (B)(6) 2015; programmed to aai relatedness of event: according to site rv lead related outcome: resolved on (B)(6) 2015.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting lead fracture. The lead remains in use and no patient complications have been reported as a result of this event.